Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the (B)(6) 2026, it was reported that at about 1:30 am. The patient was at work when he started feeling dizzy. He recalls that the egv was within range (the patient couldn't specify the value). He thought that he might actually be low so he drank a can of soda, but he eventually became unconscious and passed out. His coworkers noticed him and immediately called 911. The patient regained consciousness at the ambulance. He recalled being given IV fluids while in transit. The bg and egv at that time were unknown. At the hospital, the doctors did blood work on him and it showed that his bg is 108 mg/dl, while his egv shows 288 mg/dl. There were no additional treatment given to him and was just advised to stay for 3 hours. He was discharged around 6am and went back to work feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.